Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was some damage to the reservoir compartment and there is a crack that is now expanding to the pump screen. Customer stated that she had no idea how the damage occurred. Customer's blood glucose was in the range of 200 to 250 mg/dl due to knee issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will keep her malfunctioning pump. Customer mentioned that she was hospitalized about 6 months ago due to a high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 560 mg/dl at the time. Customer's current blood glucose was 176 mg/dl. Customer had nausea and excessive thirst. Customer treated with a manual injection. Customer stated that her health care professional modified the settings on the pump. Customer thinks the date of the hospitalization was (B)(6) 2014. Customer was also wearing the pump at the time.